Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (damaged) issue. The reporter stated that the pump display lens was cracked and the screen could not be read safely. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on (B)(4) 2014 with the following findings: the pump did not display the verify screen when power was applied; the pump audio worked properly but the vibration did not. The pump cover was removed and the display screen was observed to be cracked. The cause of the download and vibration motor failure could not be determined due to damage sustained during the event. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.